Event description:
The pt was implanted with a left ventricular assist device. Approximately 3.5 years post-implant, the vad coordinator checked the pt¿s system controller history and found multiple speed drops while the pt was supported by the power module or batteries. The pt was admitted to the hospital and x-rays of the internal and external portion of the percutaneous lead were taken. The x-rays revealed damage to the intracorporeal part of the percutaneous lead near the pump housing and a decision was made to exchange the pump.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump. The device was returned to the manufacturer for analysis and is currently in process. No further information is available and is currently in process. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.